Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show degenerative scoliosis noted with apex at l2. This is treated with a long construct from t11 to s1. Compression fracture and anterior column failure occurs at t11 with cut out of the t11 screws. Acute kyphosis now at the top of the construct has not been surgically addressed as patient is unwilling to proceed. Fusion to the thoracolumbar spine in this case was not indicated and led to failure of the t11 body from extraordinary anterior column stress in flexion.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.